Manufacturer narrative:
(B)(4). Evaluation summary:analysis was performed on the returned device. The reported foot retraction problem, difficult to remove and snap noise were confirmed based on the returned device condition. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.user facility medwatch report number (B)(4).

Event description:
Subsequent to the initial medwatch report filed, user facility medwatch report received stating: perclose closure device failed when attempting to close the right femoral artery. Portion of closure device became lodged in the right superficial femoral artery (sfa), requiring patient to be taken to the or. Possible device failure vs. Sub-optimal deploying technique. What was the original intended procedure? Cardiac catheterization

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a preclose technique, via a 6fr sheath prior to a bicuspid aortic valve (bav) procedure. Reportedly, a snap was heard during insertion of the proglide device. The proglide foot pedals stuck in a fixed position. The patient was sent for surgery to remove the device. Hemostasis was achieved with manual arterial compression. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.